Event description:
Customer reported the panorama central station telemetry system failed. No pt injury was reported.

Manufacturer narrative:
Company rep identified tim power supply as the cause of the failure. The power supply was replaced and error logs cleared.